Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1. Puget sound kidney centers have recently experienced several issues whereas the tubing is breaking at the blood segment connection. Lot # a2400623 - three instances - one instance patient was in treatment, able to swap out without incident.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: two (2) samples and one (1) photo were submitted to the manufacturer for evaluation. Through visual examination of the samples and photo, the pod port that attaches to the pump tubing was completely broken apart from the pod. The samples are not within specification; the reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The defect is a result of a failure in the production process. During an internal investigation, it was identified that new personnel who were in the training process were performing a poor solvent application technique. Corrective actions include retraining the personnel on the work instruction in operation pump tube assembly, pump and pod and on the visual standard solvent application method. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.